Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Fa found the instrument to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.227" x 0.22¿ was not returned with the instrument. The root cause of this failure is typically attributed to mishandling/misuse. Additionally, fa found the instrument to have a broken grip cable at the distal end. This failure was a result of the broken main tube failure of the instrument. The instrument was found to have a dislodged proximal clevis at the distal end. The root cause of this failure is attributed to mishandling/misuse. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the device logs for the prograsp forceps (part# 471093-11 / lot# k10211025 - 0386) associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2022 via system serial#(B)(4). There were 16 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument wrist was bent when being extracted from patient and caught onto cannula which broke the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer explained that there was no injury to the patient. The instrument had to be removed with the cannula; however, when it was removed it was all intact and there were no fragments that fell into the patient.